Event description:
User reported receiving a creatinine result of 3.2 mg/dl for an emergency room pt. The pt was admitted with diagnosis of high creatinine. The pt was drawn the next morning and the creatinine test was run twice, giving result of 0.9 mg/dl each time. The original sample was then repeated giving results of 1.0 mg/dl once and 1.1 mg/dl twice. The customer is not sure if the pt was treated based on the discrepant result, but noted the risk mfg was involved in the case which could indicate the pt was treated. She had no additional pt info. The field svc rep was unable to determine the cause of the discrepancy. Performance tests were performed.